Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. The device was tested extensively but it would not lock up, nor would the display freeze. Physio performed an unrelated repair. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device turned off during printing. The device reportedly locked up and the users had to switch the device off and power it back on to continue. The device was used on a patient, but no information on the patient outcome was provided.